Event description:
Patient underwent an l4 to s1 lumbar fusion on (B)(6) 2018. On (B)(6) 2018 the patient complained of pain and numbness. X-ray showed the rods connecting the l4 to s1 screws had slipped on the s1 screws. Revision surgery was performed.

Manufacturer narrative:
Method: nc/CAPA history review, labelling review, risk assessment. Result: the submitted medwatch report event was confirmed as "failed hardware" . No further information is available regarding this event. The screws were not returned for evaluation therefore product inspection could not be performed. The lot numbers was not provided therefore design history review and complaint history review could not be performed. Conclusion: as the devices were not returned, the x-rays were not provided and no additional information is available about this event, a definite root cause cannot be determined. Potential root caused based on the risk file: screw is placed at a trajectory which creates additional forces on the screw during insertion. Extension from previous construct. Previous hardware is present in same vb. Surgeon applies too much force or not enough force onto the screwdriver. Patient's bone is too hard or too soft. Screw is not strong enough to withstand driving forces.

Event description:
Patient underwent an l4 to s1 lumbar fusion on (B)(6) 2018. On (B)(6) 2018 the patient complained of pain and numbness. X-ray showed the rods connecting the l4 to s1 screws had slipped on the s1 screws. Revision surgery was performed.